Event description:
It was reported the customer was hospitalized due to a low blood glucose level (bg) of 49 mg/dl; cause was not known. Customer attempted to self-treat by consuming carbohydrates and glucagon injection, however; was treated intravenously with fluids of saline at the hospital. Customer was released with issue resolved and no permanent damage. It was also reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.